Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of foreign material in the distal end cover, the cause could not be established. The event can be prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the distal end cover. There was no patient involvement.